Event description:
It was reported that the intraocular lens (iol) surgery went fine on (B)(6), 2014. The patient was perfectly aimed. The patient's vision was fine; but the patient had debilitating glares and halos and the lens was explanted. The explant went fine and the patient requested a bausch and lomb replacement lens. The explanted lens was discarded. This patient had a previous lens explanted and that event was reported in a separate MDR.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.